Manufacturer narrative:
(B)(6).

Event description:
It was reported that the fast fix 360 was inserted into the knee using the half moon cannula. Once inserted, the first anchor deployed. The second anchor was reinserted into the meniscus and failed to deploy and became stuck in the introducer.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
The product was not returned.